Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was report that this left ventricular (lv) lead caused phrenic nerve stimulation and as a result, when reprogramming changes were made, some of the vectors were exhibiting loss of capture. The lv outputs were programmed to 2.4v @ 0.4ms. It was also noted that an electrocardiogram was performed after the programming changes were made and showed a duration of 170ms. There was no improvement in the duration by programming a negative lv offset. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: a follow-up inquiry was submitted to the field to obtain more details. The field representative stated that they had no further involvement with this case but understood that the patient would continue with regular follow-up visits.

Event description:
It was report that this left ventricular (lv) lead caused phrenic nerve stimulation and as a result, when reprogramming changes were made, some of the vectors were exhibiting loss of capture. The lv outputs were programmed to 2.4v @ 0.4ms. It was also noted that an electrocardiogram was performed after the programming changes were made and showed a duration of 170ms. There was no improvement in the duration by programming a negative lv offset. This lead remains implanted and in service. No adverse patient effects were reported.